Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles and it causing under delivery. The customer¿s blood glucose value at time of incident was 163 mg/dl. The customer¿s current blood glucose value was 194 mg/dl. The customer also reported that the location of air bubbles was 4-5 inches from the reservoir compartment. The customer reported that the size of air bubbles were triangular shaped, quarter inch or corner inch bubbles. The customer was assisted with troubleshooting and air bubbles were not removed successfully. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir. No air bubbles observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no air bubbles.